Manufacturer narrative:
Expiration - unknown as lot is unknown. (B)(4). Event evaluation: still under investigation.

Event description:
The pt underwent aaa repair on (B)(6) 2012, with another manufacturer's stent grafts. The pt's anatomical form was suitable for the endovascular repair. After another manufacturer's stent grafts were placed as labeled, ballooning was performed in the proximal neck with the device. With the ballooning, retrograde aortic dissection up to ascending aorta occurred. (Type a (stanford classification)). Then, blood vessel prosthesis implantation was performed in ascending aorta. On (B)(6) 2012: updated info received: the pt underwent aaa repair on (B)(6) 2012 with another manufacturer's stent grafts. The pt's anatomical form was not suitable for the endovascular repair (against another manufacturer's stent graft IFU), but because the physician judged it would be difficult to conduct the surgical operation, evar was selected. Anatomical info: the pt had severe inverted funnel shape; diameter of native aorta just below renal artery is 20mm, and 15mm below it was 26mm in diameter. There was no specific form in fa, eia, and cia. Since the right native cia had 20mm in diameter, aorta extender (23mm in diameter) was additionally placed, and iliac extender (10mm in diameter) was additionally placed. Ballooning was performed in the proximal neck after placing the extender as following the normal procedure. With the ballooning, retrograde aortic dissection up to ascending aorta occurred (type a (stanford classification)). Then, blood vessel prosthesis implantation was performed in ascending aorta. The length of hospital stay was extended in ICU. On (B)(6) 2012, the pt died. On (B)(6) 2012: updated info received: after the procedure, the pt returned to ICU. Twenty minutes after returning to the ICU, the pt him/herself felt severe pain in the chest and went into shock. Then, blood vessel prosthesis implantation was performed in ascending aorta as an emergency operation, but the physician could not stop bleeding and the pt remained in shock. No additional treatment was available and the pt died on (B)(6) 2012. Autopsy was not conducted.